Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation prior to thoraco/ esophagus, when they inserted the handle into the shell, the power handle error was displayed. The adapter had been connected. The reload had not been connected. They prepared with another handle and started the procedure. There was no patient involvement.